Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent implant remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, the reported failure to cross appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that a perforation occurred in the heavy calcified first marginal artery (om1). The graftmaster could not cross to the om1 perforation, due to the heavy calcification, and it was deployed in the proximal circumflex. The patient condition deteriorated on the table and no further intervention was performed, as the patient expired. No additional information was provided.